Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 4.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the second inflation at 15 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. Device evaluated by manufacturer: a visual and microscopic examination found no issue with the profile of the tip of the device that could have potentially contributed to the complaint incident. A visual and microscopic examination found no issue with the profile of the markerbands that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning at the proximal end of the distal markerband and extending approximately 16mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis.